Manufacturer narrative:
No implanted devices are being returned for evaluation or disposal. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The event date is estimated. The date of death is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was not received. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away. The exact date and cause of death are unknown by the manufacturer.